Event description:
Procedure: 2nd knee revision. Patient originally had lcs duofix femur implanted by dr (B)(6) at (B)(6) in 2007. Lcs duofix femoral component was subsequently revised and replaced with a revision porocoat femur and universal stem. The tibial component and patella were not revised during the first revision. Second revision surgery was subsequently performed on (B)(6) 2013 by dr (B)(6) at (B)(6) hospital. The entire construct and all implants were removed and discarded. List of replacement implants are available. Patient initials and gender are provided. No other patient details were collected by the surgeon. On (B)(6) 2014 reopened at request of australia lot numbers provided. Code and lot for femoral part provided. They want an updated investigation now that the code and lot numbers have been provided. DHR review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of manufacturing records and complaints database search did not identify any anomalies.the root cause of the complaint remains unchanged.